Event description:
Information was received indicating that this extension set exhibited leakage at the filter. No adverse patient effects were reported. Refer to related event from same patient: MDR 3012307300-2018-08697.